Event description:
It was reported that balloon rupture occurred. The target lesion was located in a central vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the rated burst pressure. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.